Event description:
Country of complaint: (B)(6). Complaint description: thread did not resist the knot tension.

Manufacturer narrative:
Us agent notified: (B)(6) 2014. Complaint description: thread is brittle and breaking. Samples received: (B)(4) unopened race-packs. There are no units in OEM stock. Final conclusion: the complaint is corresponding (justified). Actions on product: replace the cassette to the end customer or refund. Corrective/preventive actions: not applicable. No further patient information and/or surgery delay information was provided at the time of this report.